Manufacturer narrative:
Section a2 and a4: unknown, as information was asked but it was not provided. Section d6a - implant date: not applicable - lens was not implanted. Section d6b - explant date: not applicable - lens was not implanted. Section e1 - first/given name: unknown, information not provided section e1 - email address: unknown, as information was asked but it was not provided. (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting the preloaded intraocular lens (iol) in the patient's operative eye something strange was felt at the tip of the cartridge when in touch with the incision. The procedure was completed successfully with the back-up iol. There was no patient injury reported. No further details were provided. This issue occurred twice. A separate report will be submitted for the other incident.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 23-jan-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint simplicity revealed that the lens was stuck in the tip of the cartridge, and protruding from the tip of the cartridge and overridden by the plunger rod. The lens was also overridden by the plunger rod. The cartridge was inspected revealing a stress mark on the cartridge; the cartridge tip was observed to be deformed/misshapen. No cartridge crack was observed. The lens was removed from the cartridge and cleaned revealing that the lens was torn with scratches and damage on the surface of the lens and haptic. The complaint issue of cartridge tip cracked/damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.